Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), which is part of the mid-life display of replacement indicators product update classified as a product advisory and initially communicated on 3/10/2007, reached a monitoring voltage measurement of 2.6 volts and a charge time measurement of 18.2 seconds. The device was not yet at elective replacement indicator (eri), yet the physician is concerned about the device's long charge time and how long it takes to get therapy. The patient had recently received anti-tachycardia pacing and shock therapy. There were no reported adverse patient effects associated with this clinical observation beyond the early surgical intervention.

Manufacturer narrative:
Most recently, information was received that this medical device had reached 18.7 seconds for charge time measurements and 2.59 volts for monitoring voltage measurement. The patient was noted as having had an episode of ventricular fibrillation and had been symptomatic due to the long charge time. The boston scientific technical services consultant recommended that the device be considered for change out. Currently, this medical device remains actively in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory testing concluded that the device did not declare elective replacement indicator (eri), and the long charge times observed were within normal limits.

Manufacturer narrative:
To date, information suggests that this medical device remains actively in service. As new information would become available, this report will be further evaluated and updated.

Event description:
Additional information was received that this device was explanted for battery depletion. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
The device was explanted. No further information is available. This report will be updated if more information becomes available.